Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch screen would not calibrate after trying several times. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customers comment that the programmer's touch screen would not calibrate. The programmer's touch screen/stylus is slightly off in some areas and will not calibrate. Although the cursor is slightly off calibration, the programmer is functional. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.